Event description:
User reported 3 false negative results. No information regarding additional tests. This is report 3 of 3.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) ,(B)(6) (3014862188-2022-00264,263: test 1,2 of 3).

Event description:
User reported 3 false negative results. No information regarding additional tests. This is report 3 of 3.